Manufacturer narrative:
Analysis of the AED's log files confirmed incomplete battery pack self-tests, consistent with the reported issue. The customer reported that the battery latch would not properly retain the battery within the unit. As the device was not returned for evaluation, the cause of complaint is not known. The customer was advised to remove the unit from service.

Event description:
An international distributor reported a customer's battery pack will not stay latched in their AED. They reported this did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing, it was confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which are intended to assist in securing the battery in place. Despite the damaged latch, the device is able to function when the battery is manually held in position. The customer was advised to remove the AED from service.